Event description:
It was reported, the patient had a loss of therapeutic effect and "broken" electrodes were found. The patient fell onto a door 3 weeks ago, and this might have caused the broken electrodes. The patient did not check into the issue until she had a bladder infection. No further information was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3093-28, lot# v762719, implanted: 2011 (B)(6). Programmer: model 3037, serial# (B)(4).

Event description:
Additional information. The health care professional stated the patient had uncontrollable leaking, and the cause of the event was a fall. The lead was broken, and electrode 0 and 1 had open circuits. The device was reprogrammed around the open circuits, and per the hcp the patient outcome was "non-serious injury/illness."

Manufacturer narrative:
(B)(4).